Event description:
The report stated that the customer woke up feeling ill and vomiting. She was unsure if her condition was due to a hypoglycemic episode or from food poisoning from dinner the night before. Her bg levels were high (330-495mg/dl) despite having administered multiple boluses. She ended up visiting the ER where the pod was removed. The pod was discarded at the hospital and will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.